Event description:
It was reported that the wireless telemetry on the programmer was not working. The programmer was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the wireless check box in the lower left of the screen was not checked, therefore not allowing wireless operation. It was also noted that the stylus had a severely damaged connector. (B)(4).